Manufacturer narrative:
The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and no issues were observed. Air passage test and underwater leak test were performed, and no leaks were observed. Flow of liquid with an administration set connected was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink IV access valves leaked at the cannula site even when screwed tightly into place. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.